Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 5 atm for 5 seconds at the middle part and was vertically separated. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6)